Manufacturer narrative:
The investigation has determined that discordant, higher than expected, troponin I es (tropi es) results were obtained when a single patient sample was tested using vitros tropi es lot 4360 on a vitros 5600 integrated system. The results were discordant when compared to a negative roche troponin t result for the same patient sample. A definitive cause of the event was not determined with the limited information provided. A vitros tropi es lot 4360 reagent issue cannot be ruled out as a contributor to the event as no qc data was provided to evaluate the performance of the vitros tropi es lot 4360 reagent assay leading up to the event. However, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4360. An instrument issue cannot be ruled out as a contributor to the event, as no diagnostic precision testing was conducted when requested to verify the performance of the instrument. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, could be present in the affected sample, although this could not be confirmed. Higher than expected vitros results were isolated to a single patient sample. Therefore, a patient sample specific issue cannot be ruled out as a contributor to the event. Additionally, an interferent that affects the vitros tropi es method cannot be ruled out as a contributor to the event as no further investigational testing to rule out an interferent was conducted. Email address for contact office is: (B)(6).

Event description:
The investigation has determined that discordant, higher than expected, troponin I es (tropi es) results were obtained when a single patient sample was tested using vitros tropi es lot 4360 on a vitros 5600 integrated system. The results were discordant when compared to a negative roche troponin t result for the same patient sample. Vitros tropi es results of 0.108, 0.115 and 0.1 ng/ml (above the url) versus a roche tropt result of < 3 ng/l (negative). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory but a corrected report stating the negative roche tropt result was later issued. No treatment was initiated, altered or stopped based on the reported vitros result and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).